Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, unknown liner, unknown head. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent hip revision procedure approximately six years post-implantation due to instability. The surgeon reported the initial procedure was unsuccessful due to stem positioning. The stem and cup were reported to be well-fixed; all components were revised.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information unknown lot, unknown cup, unknown item; unknown lot, unknown liner, unknown item; unknown lot, unknown head, unknown item; unknown lot, neck, unknown item the reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. The available information suggests that original primary surgery was unsuccessful due to the stem being left too high in the femur resulting in too long a leg; however surgical notes,x-rays were not provided and it is unknown whether this caused the instability, therefore a definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08725, 0001822565-2018-00274.